Event description:
Healthcare professional later right reported capsular contracture, baker grade 6.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture unknown baker grade and anxiety-product/procedure.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown and recall". Device has been explanted.